Event description:
Additional information received noted that the device had a "bad connector". The device was not implanted. The procedure was on (B)(6) 2014.

Event description:
It was reported during the stage 1 surgical procedure they had a defective connector, the one used to connect the lead to the extension. It bent one of the contacts 90 degrees and the plastic housing broke. They managed to liberate the lead and they inspected the lead and it did not appear "badly damaged". It worked fine and the test was fine. It was noted that during a stage 2 inter-operative surgery the health care provider was having difficulty inserting the lead into the ins. The hcp was unable to seat the lead all the way in; the blue was not all the way in and could not insert the lead into the header block. It was indicated that lead was damaged during the procedure. It was reported 8 days later that the cause of the event was the defective connector of the extension. It was noted that the housing and/or leads were defective ¿wall too thin. It was indicated that the lead/extension broke. It was noted that a surgical revision of the extension was done on (B)(6) 2014. It was indicated that x-ray was performed on (B)(6) 2014 and satisfactory placement was noted. It was noted that they could not insert lead into 3058 generator so they had to use 3023. There was no hospitalization. The patient outcome was reported as ¿no injury¿. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown, lot# unknown, product type: unknown. Product ID: neu_unknown, lot# unknown, product type: unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.